Manufacturer narrative:
H6; code 100: the inner gasket was gapped excessively causing leakage when the obturator or an instrument was not inserted into the trocar. Facility experienced an event with endopath 5mm non-shielded trocar while performing a lap cholecystectomy. Product complaint analysis team has completed its investigation of the device which was returned to co with the product inquiry #973814. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, and trocar condtion, na; inner gasket condition, gapped excessivel; obturator condition, outer gasket condition, and sleeve condition, good. Functional tests & results: flapper door functional. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported instrument "leaked as soon as the obturator was removed" during surgery was due to a deformed gasket. The instrument was received and the inner gasket was observed to the excessively gapped. The sleeve was returned and with the opbturator removed. The gasket was connfirmed to seal properly with the obturator inserted. No conclusion could be reached as to how the inner gasket had become deformed. Each instrument is evaluated during the assembly process to ensure that it functions properly. Co strive to understand each incident as it occurs in order to continuously improve the products.

Event description:
It was reported during a laparoscopic cholecystectomy the 5mm non-shielded trocar, 35lns outer gasket leaked as soon as the obturator was removed. An instrument was left in the cannula to stop the leak. It was from an fta35 kit. There was no consquence to pt.